Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/04/2020. H3 evaluation: one partially open sample of product code upa31515 was received for analysis. During visual inspection of the sample, the foil was open of the peelable area. A light seal mark was noted at the top and bottom foil which indicates that the package was sealed. Also, the seal margin met with the requirement. In addition, wrinkles on the top left side of the packet due to manipulation of the package could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. Additional information was requested and the following was obtained: was there an issue with second device that was implanted? No. Are any pictures of the product available? No. What is the patient¿s current status? Good no issues.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the top left side of the packaging did not appear to be sealed all the way. A like device was used to complete the procedure. There were no adverse patient consequences reported.